Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-dec-14. It was reported that the pocket revision was due to discomfort. It was unknown when the issue first began, but per the hcp, the patient complained on (B)(6) 2017.

Manufacturer narrative:
Other applicable components are: product ID 8780, serial#: (B)(4), implanted: (B)(6) 2017. Explanted: (B)(6) 2017. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving morphine (5 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 the patient was scheduled for a pocket revision. During the revision, the physician was not able to aspirate the catheter to clear the catheter of medication. It was determined that the catheter was not working so it was completely replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported/anticipated.